Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event

Event description:
Continuous infusions running through both lines. The dressing was noted to be wet. When white port flushed line was leaking from site.